Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm large needle driver instrument was broken but not additional information was provided. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a severely bent grip with severely misalignment of the grip-tips. No broken components found.

Event description:
Refer to h11 for follow-up information.